Event description:
A left ventricular assist device (lvad) patient was standing, when both the drive modules on the dual drive console (ddc) stopped functioning. The patient was supported using the emergency hand pump and was switched to a back-up console. At first the patient experienced slight light-headedness, but recovered with no adverse effect. Thoratec is in the process of investigating this failure. Any necessary corrective action will be determined upon completion of the failure investigation.